Event description:
It was reported that the patient presented for changeout procedure. High pacing impedance was noted on right atrial (ra) lead during the procedure. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.